Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell at home and experienced a brain bleed. The family withdrew care. And the patient passed away on (B)(6) 2022. The death was determined to be not device related and the device operated as expected. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away on (B)(6) 2022. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.